Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. The customer continued to use the current pump, with manual injection supplies on hand for insulin therapy.